Event description:
It was reported that a patient presented remotely via (B)(6).net reporting episodes of dizziness. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of noise, leading to pacing inhibition. An external source of electromagnetic interference was suspected as the cause of the over-sensing. Corrective programming changes were recommended, but were not made. No additional patient consequences were reported.